Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2026-29492. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually, microscopically and functionally tested. Unaided visual inspection passed the test. Review of the fiber card data indicated that the fiber was not expired, was recognized by the console and was briefly fired. Functional testing using a helium-neon (hene) laser fixture demonstrated no evidence of breakage along the length of the fiber. The connector was examined and found to be in good functional condition. A saline flow test confirmed adequate flow performance. The rate of forward firing was below the threshold for potential patient harm. Microscopic evaluation of the fiber tip revealed a proximal and distal circumferential fracture at the fiber/cap fusion zone. The reported complaint of overheating was not confirmed by product analysis. Since there is no detritus there is no evidence of overheating. The breaks could have occurred while torquing. The IFU warns the user: damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. It is likely that the user applied excessive force while advancing the fiber into the scope, or while removing it from the packaging. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A review of the device IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure, the first fiber used overheated. The generator was then filled with water, and a second fiber was used; however, it also overheated. As a result, a different device of a different model was used to complete the procedure. No patient complications were reported. The first fiber was returned for analysis, and the investigation identified a circumferential fracture at the proximal side of the fiber/cap fusion zone.